Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The pt reported that there was a faint odor of insulin inside the cartridge compartment; she said that the smell indicated a probable insulin leak during the time when she used the cartridges from lot # b201582. There was no evidence of moisture at the time of the contact and blood glucose was well controlled since switching to a new supply of cartridges. The pt reported that she had intermittent elevated blood glucose (<375 mg/dl) during the time she used the complainant cartridges. She denied symptoms of hyperglycemia or the presence of ketones at any time. This complaint is being reported due to a probable leakage of insulin from a cartridge.